Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Healthcare professional reported "right side is torn, shape has changed, had pain. Fluid has leaked out. " device remains implanted. This relates to the right side.